Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On site investigation was preformed, and the field systems engineer was unable to reproduce the reported event upon system checkout. System functioned properly and within specs. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the fluoro time report on the imaging system's pendant showed as 29-30 seconds, but the dose report was showing 16 seconds of fluoro time. The sire reported that this discrepancy between the imaging system pendent fluoro time and the dose report fluoro time was consistent with all 3d spins. There was no patient present when this issue was identified.